Event description:
The customer called and reported having delivered 14.5 units of insulin over a couple of hours and customer's blood glucose was not going down. Customer had had 75 grams of carbohydrates. Customer's blood glucose was 351 mg/dl. Troubleshooting was performed with the insulin pump. The bolus history on the insulin pump was missing two boluses. Customer was assisted in running a normal bolus of 0.2 units, which was recorded in the history. The status screen showed no active insulin. Customer checked blood glucose, which was 331 mg/dl and the insulin pump prompted 5.3 units for treatment. Customer reportedly understood that two boluses had not been programmed all the way through as the daily totals and bolus history matched. However, that which the customer had written out as units of insulin delivered did not match with the insulin pump history. Customer agreed to monitor blood glucose and the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.